Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they has been experiencing some zings, some burning/electrical sensations and a feeling of tightness on the skin outside 'that area' (agent understood outside site of ins). Patient stated the times this has occurred have been when they has sat down the wrong way, or when they reach over trying to tie a shoe on her left side. Patient service specialist asked if this is when stimulation is on and patient states yes, they have stim on all the time and are in greater pain if they turn stim off. Pt said the sensations first began last saturday; the zings were like fire for a few seconds down their left leg, and the sensation continued to happen a few more times that evening and have continued since. Pt suspected part of the circumstances that led to the reported issue may have to do with them having an MRI earlier this month at their urologist's office; pt said they notified the hcp/technicians of their I ns and they allowed pt to have the scan without turning their ins off, as pt didn't have their controller with them at the time. Pt asked if that could damage the ins; agent reviewed contraindication labeling information. Agent asked, pt couldn't recall the name of the doctor during call, but said they had a bill somewhere with their name on it. The patient was redirected to their healthcare provider to further address the issue; agent suggested they also ask to have a rep at appointment to check their programming/interrogate ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.